Event description:
A report was received that the pt underwent a pocket revision. The pt has lost weight and the ipg is surfacing through the pt's skin. The physician moved the pocket and the pt is reportedly doing well.

Manufacturer narrative:
This is the final report.